Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported he is having concerns with air bubbles and this has been an ongoing issue for the last month. Patient stated he has had concerns with elevated blood glucose and they are related to the air bubbles. Patient reported he would notice his blood glucose was elevated so he would disconnect from his infusion site and notice an air bubble in his infusion tubing. Patient stated the air bubbles are always located in the infusion tubing when he has them and are larger than a champagne bubble. Patient reported this is such an issue that he has had to check his infusion tubing every 4 hours to make sure he does not have air bubbles. Patient reported his a1c was at 5.7% (125 mg/dl) and when he went to the doctor a week ago, it was 7.6% (193 mg/dl). Patient's target range is 80-160 mg/dl. Patient stated his blood glucose is running around 300 mg/dl when they are elevated. Patient reported he noticed an air bubbles around 3 pm on (B)(6) 2010, was able to prime out the air bubble, reconnect back to the infusion device and gave himself a correction bolus. Patient stated his blood glucose came back down after this time. Patient reported he noticed another air bubble in the tubing around 6 am this morning. Patient stated he changes tubing 7-8 days and site is changed every 3-4 days. Advised to change tubing every 6 days and site every 3 days. Verified that patient is tightening luer lock connection "very tight." Advised this is not recommended. Advised patient to make sure it is snug, but it should not be over tightened. Patient reported he is always able to prime out the air bubble when he notices it and he will then reconnect back to the infusion device. Had patient to check for air bubbles. Patient reported he saw one near the end of the tubing (near site). Had patient prime out air bubble from tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.